Event description:
It was reported that the patient¿s stimulation coverage was not adequate. It was noted that there was a sudden shift in stimulation the weekend following implantation. It was noted that stimulation was felt in the ribs and not felt on the right side. It was noted that the event was related to the lead and was related to the programming and stimulation. It was noted there were no actions taken and the event was ongoing. Additional information received reported that the event was noted to be due to one of the leads.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, (B)(4).